Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the ra lead was repositioned. Additionally, the patient experienced bradycardia due to a suspected problem with managed ventricular pacing (mvp) operation. The ipg was reprogrammed.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient experienced suspected perforation by the right atrial (ra) lead. The ra lead remains in use. It was also noted that the patient¿s heart rate was lower than the programmed lower rate of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.